Event description:
The user facility reported that a small blood leak was observed coming from the gas port of the oxygenator during a bypass procedure. Because the leak was small, no other action was determine to be necessary and the unit was not changed out. The user facility reported that the procedure was completed successfully and there were no patient complications as a result of this incident.

Manufacturer narrative:
Although there were reportedly no patient complications, the event description indicates that some blood loss did occur. Resuls are refer to the subject device test results. Conclusion refers to the subject device test results. The involved device was returned for evaluation and tested, and a deficiency was noted. A retention sample from the same lot was also tested and no leakage or other defect was found. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file for use in quality assurance tracking, trending and follow up.